Event description:
It was reported that the customer received a finish loading alarm from her insulin pump. The customer's blood glucose level was 271 mg/dl. The customer stated she was trying to change her infusion set when the insulin pump started beeping and would not let her complete the rewind process to prime. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.